Event description:
Healthcare professional reported left side suspected rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side suspected rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: rupture: the unit has no openings. Additional observations: deformation observed, wear abrasion observed. Yellow particles observed, on the surface of the shell, creases were observed.

Event description:
Healthcare professional reported, left side suspected rupture. Device has been explanted.